Event description:
The customer reported an issue with the touchscreen responsiveness of their pump, where the screen was frozen and would not respond to input, rendering customer interactions with the pump screen impossible. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the customer proceeded with the reset, resolving the issue and restoring functionality to the pump screen.